Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 132 mg/dl at the time of the incident. The customer¿s spouse stated that the insulin pump. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was exposed to MRI. The customer¿s spouse was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to confirm the motor position encoder error alarm and unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents due to motor error alarms. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube window, cracked case reservoir tube window corners, cracked case near display window corners, missing end cap sticker, peeling address/serial number label and minor scratches on display window noted.